Event description:
It was reported that a patient presented in clinic after receiving an alert for non-sustained lead noise. High capture threshold, and changes in impedance and r-wave amplitude measurements were observed. X-ray and pocket examination revealed dislodgement consistent with twiddlers syndrome. The lead was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
(B)(4).